Event description:
Discordant chloride results were obtained on multiple patient samples on an advia 1800 instrument. The discordant chloride results were not reported to the physician(s). The samples were repeated on an alternate system. The repeated chloride results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and checked the ion selective electrode (ise) mixer and system electrodes. The cse also cleaned the drain nozzle and electrodes. The cse successfully ran ise calibration and controls. The cse also successfully ran quality controls. The cause of the discordant chloride results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.